Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced stinging and burning at the implant site starting a couple months prior to the report; the patient noted that there were no fall or trauma. No device issues were reported. No further complications were reported/anticipated. [Refer to pe# (B)(4) for information pertaining to ins dead battery].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to burning and stinging at the implant site was after it had been dead over a year. No steps were taken to resolve the issue as the hcp left. The issue was not resolved. Patient did not remember what their weight was at the time of the event. No further complications were reported/anticipated.